Event description:
It was reported that during the implant attempt procedure, the helix was unable to extend after more than 30 rotations was attempted. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed, and no anomalies were found. It was also noted that there was blood in/on the helix mechanism.